Event description:
Customer reported she had high blood glucose in the 400 mg/dl range. Blood glucose dropped to 250 mg/dl by the morning. Customer's current blood glucose was 68 mg/dl. Customer stated it was low because she over treated. Troubleshooting was performed. Customer had taken out two previous infusion sets that were not functioning. Cannula was bent on the second infusion set. Performed fixed prime and insulin did exit. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.